Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the clamshell. Reason for the return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a crack was identified in the av (arterial-venous) loop packaging of the custom tubing pack prior to use. It was noted that a complete crack did not occur. The device was replaced. There was no patient involved.